Event description:
It was reported the patient's trial lead pulled out while getting dressed in recovery. As a result, the physician elected to go in and place a new trial lead to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 10139500.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.